Event description:
It was reported to boston scientific corporation, that during preparation for a dilatation procedure, a uromax ultra dilatation balloon was used. According to the complainant, the balloon was removed from the packaging and unable to be deflated. It is unknown if the procedure was completed or if there were any patient complications.

Manufacturer narrative:
A visual examination of the returned device revealed a 3 cm longitudinal tear extending proximally from the proximal edge of the distal balloon sleeve. However, the root cause for the failure could not be determined based on the evaluation.